Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, inside of the light guide lens dirt, connecting tube corrugation, connecting tube excessively hard, section cover deformed, el connector corrosion, forceps lever corrosion, and distal end worn were observed. Lastly, breaks were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera duodenovideoscope light guide lens is discolored. During a standard service inspection of the customer returned device, the inside of the light guide lens was dirty. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the light guide (lg) lens was chipped by physical stress which led to the reported event. The following is included in the instructions for use (IFU): "inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.